Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump was giving an direction of rotation error during procedure. Moreover, it was reported that no information about lpm and rpm were displayed. The technician in charge for the repair replaced the motor control board and the issue persisted. There was no report of patient injury.